Event description:
It was reported that a patient underwent a tlif using rhbmp-2/acs. At an unknown time post-op, the patient developed seroma and osteolysis. One seroma required "re-intervention for the placement of drains".

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.